Event description:
Adverse event(s): "no pt injury reported" (no known impact or consequence to pt). Product problem(s): "the footswitch would not allow for reflux" (reflux within device). The facility biomedical engineer reported that during the case, the footswitch would not allow for reflux. Multiple attempts were made for more info on the event, and pt status with no response to date. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. The footswitch was returned and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cft 803.56 when additional reportable info become available. (B) (4). (B) (4).